Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 400 ml. Cracks or other damage were not noticed on the dialyzer. The pt had no adverse effects and no med intervention was required. Prophylactic antibiotics were administered as a precaution. The pt completed treatment with a new set-up. Sample has been discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.